Manufacturer narrative:
Updated sections: date received by MFR., type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Corrected data: lot history statement. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The device showed signs of wear at the connector where small cracks were observed. The device was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62 ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. The results of the electrical evaluation are as follows: no load voltage: 5.48 vdc. Low current: 3.96 amps dc. High current: 5.98 amps dc. The values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was effected by flames. All devices were unplugged and the fire quickly extinguished itself. The case was completed and the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was effected by flames. All devices were unplugged and the fire quickly extinguished itself. The case was completed and the hospital did not report any patient effects.